Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about two years since the subject device was manufactured. Based on the results of the investigation, the foreign material most likely remained due to improper reprocessing as a result of leakage at switch#1. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in f-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500 reprocessing manual chapter 5 reprocessing the endoscope ((and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope, sheath glue was worn and found poor and loose angles. The issue was found during preventive maintenance. The device was returned for evaluation. During the device evaluation, foreign objects were found in connecting tube due to damage to it. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to wear of switch 1; switch box had a scratch; suction cylinder had no color; insulation resistance value at distal end did not meet the standard value due to scratch on plastic distal end cover; bending angle in down direction did not meet the standard value due to wear of angle wire; plastic distal end cover had chipped. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.